Manufacturer narrative:
(B)(4). A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were alignment issues during use. There was a problem in closing the clip because of the alignment issue. No clips fell from the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of an (B)(4) pc. Lot in (B)(6) of 2014. We are unable to validate the alleged complaint at this time. We did not receive a sample part and also did not receive any submitted pictures or video for us to perform an investigation therefore we are unable to validate the alleged complaint.

Event description:
It was reported that there were alignment issues during use. There was a problem in closing the clip because of the alignment issue. No clips fell from the device. The patient's condition was reported as fine.